Manufacturer narrative:
No conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system displayed a cine disk not available error. This error is likely to disable cine/vascular mode functionality. There is no report of pt injury or death.